Manufacturer narrative:
Analysis summary: an attempt to reproduce the issue was made but it was not successful on galaxy s9(android 10) with app ver 1.2.1 and pump 780g (software version 6.7) based on the logs we recieved from the customer we can say that the software performed as expected perspecification ble connect ios and android mobile, (B)(4). The log analysis identified cases of supervisor_timeout error. We were not able to determine a definitive root cause. This reason for disconnecting has a wide set of possible sources, like android device bluetooth stack implementation features or pump software (or both of them). In addition, it could be caused by radio interference and distance increase between android device and a pump. Steps to resolve the issue were provided to customer: 1. Enabling gabeldorsche feature/restarting the phone and then disabling developer options again. 2. Clean data of the bluetooth app and perform one more pairing attempt after that. 3. Unpair pump from the current user device (if any connection is present) and try to connect pump to the other phone, if the customer has such opportunity (to check does problem belongs to pump side, or something goes wrong only for user device). Therefore, ticket was closed without resolution. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section d1/d2 was incorrect. We have corrected the product code to pku which has been updated on this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to mobile-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.